Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("very significant pain 48 hours before the first bleeding of her menstruations") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant), polymenorrhoea ("menstruation cycle was changed: it lasted 21 days instead of 28 days"), menstrual disorder ("menstruations were randomly either brown-colored stain on underwear or abundant bleeding"), migraine ("migraines before the first bleeding of her menstruations"), depression ("depression") and loss of libido ("absence of desire leading to couple problems"), was found to have weight increased ("weight gain of 12 kg"), experienced ligament sprain ("ankle sprain that took 2 months and a half to heal"), lasting 2 months and experienced periostitis ("bilateral periostitis that took 8 months to heal"), lasting 8 months. At the time of the report, the dysmenorrhoea, polymenorrhoea, menstrual disorder, weight increased, migraine, depression and loss of libido outcome was unknown and the ligament sprain and periostitis had resolved. The reporter provided no causality assessment for depression, dysmenorrhoea, ligament sprain, loss of libido, menstrual disorder, migraine, periostitis, polymenorrhoea and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.